Event description:
It was reported that the pt underwent a laparoscopic procedure in 2006. Three days later, the pt returned to he hosp complaining of pain and the pt was admitted to the hosp. The pt was brought back to surgery 4 days later. The surgeon felt that the pt had a reaction to the absorbable adhesion barrier that was used during the surgery.

Manufacturer narrative:
Date sent to the FDA: 10/19/2006. Conclusion code: no conclusion can be drwan at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.